Manufacturer narrative:
An exhalation flow sensor was returned to covidien/medtronic¿s product analysis. A visual inspection under a scope was performed on the returned component, contamination was found on the hot film element. The exhalation flow sensor was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was due to customer mishandling. The preventative maintenance section of the 840 operators and technical reference manual gives instructions on preventative maintenance procedures. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received indicating that, an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and could not duplicate the alleged event. The unit passed all testing and operates within the manufacturing specifications.